Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed deformation on the locking feature. We were able to repeat this failure mode by forcing the cut-off end of the zip-fix implant into the locking housing in an extreme angle. When the user is cutting the needle from the implant, as per the current technique guide indicates, dedicate location just behind the needle and forcing the cut end into the locking housing in an angle and with force. It is possible to damage the locking feature to such extent that it is not possible to apply any tension to the implant. When this is the case the user should remove the cut end from the locking housing and insert it again in the right orientation. However, a review of the device history records has been requested.

Event description:
It was reported that three implants could not be tensioned with the application instrument as intended in the surgery. After removal of the implants it was found that the locking teeth did not work and the locking housing could be moved in both directions along the implants body. The patient sternum was closed with wires. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing documents were reviewed and no complaint related issues were found.